Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was in pain and had pain more often/had been getting worse. It was stated sometimes she felt sharp pain ¿in that area like it comes from the machine¿ like sharp spikes and burning pain, it rode up to the middle of her back between the hips and it burned so bad. Patient was not sure if there was something wrong with the device or if the battery needed to be changed. Patient discussed this with her healthcare professional (hcp) and had spinal injection for the right and left side schedule. No further complication and events were reported.